Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the patient had a neck and head exchange due to pain, believed to be a cause from the cocr neck corrosion. The neck was revised to a titanium neck.